Manufacturer narrative:
Arjo was informed about broken backrest hinge. According to the customer the hinge breakage happened when patient was in bed. The patient became disoriented after waking from anesthesia and began making sudden, uncoordinated movements. There was no injury reported. The device inspection performed by an arjo service technician revealed that there was no obstacles in the room in which the bed was located that could cause the bed damage. The customer informed that the patient was ranty and jerked/jumped in bed while holding on to the bed side rail and thus damaged the bed. The post market survaillance data review and investigation performed revealed that the most probable cause might have been an excessive force applied to the hinge that could contribute to the bed damage. However, based on provided information, this potential hypothesis could not be confirmed. To sum up, arjo device failed to meet its specification since backrest hinge cracked. This complaint was assessed as reportable due to backrest hinge failure while in use with the patient.

Manufacturer narrative:
Process of collecting information is ongoing. Additional information will be provided upon investigation conclusion.

Event description:
Arjo was notified of an event involving enterprise 9000x. It was reported that the bed's hinge broke. The customer provided additional information that the patient in the bed became disoriented after waking from anesthesia and began making sudden, uncoordinated movements, which resulted in the hinge breakage. No injury was reported.